Event description:
New information received notes that the right atrial (ra) lead was explanted and replaced. The patient was discharged following the procedure.

Event description:
It was reported that the asymptomatic patient presented in clinic. It was noted that far r wave oversensing on the implantable cadioverter defibrillator (ICD) with noise on the right atrial (ra) lead was observed. Programming changes were made. The patient was to continue being monitored remotely. There were no patient consequences.